Event description:
It was reported that a large volume infusor underinfused during infusion. The expected therapy time was 46 hours; however, it was observed that two-thirds of the drug solution remained in the bladder of the device and had not been delivered to the patient. The total fill volume was 240ml (drug solution was unknown). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d9, d10, h3, h4, h6, h11. Correction: e1 email. B5: the device was filled with an unspecified anti-cancer drug. H4: the lot was manufactured between august 22-23, 2023. H11: the actual device was received for evaluation containing 159ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The infusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.